Event description:
Reporter alleged blood glucose measured 500 mg/dl back to back with a result of 156 mg/dl. It was stated customer called the doctor as a result who instructed customer to go to the emergency room, however, customer declined. No actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.